Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering tested the buttons for sticking, which could potentially cause continuous aspiration. The event unit was actuated and no defects were noted. The root cause could not be determined as engineering was unable to replicate the incident. All final assembled handpieces are leak tested at both suction and irrigation valves to ensure the seal functions properly. The vacuum pressure is controlled by the hospital suction source and not the product itself. No defects were noted with the product during the actuation test. This document represents our final report.

Event description:
Clamping - "during several time the surgeon had difficulties to re-open the clip after clamping. The clamp mechanism generated crackling noise and it was necessary to force in order to re-open it. Serial (B)(4)." Intervention - "left colectomy." Patient status - "good."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.